Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 262 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.